Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Investigation methods/results: the product was returned without the original case. The returned device was visually inspected and found the broken part by anchor. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was stained. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
The device was returned for analysis however, the device evaluation is pending. There has been no response from the provider for additional information, therefore the initial mw will be submitted with the information provided. If/when new information is received a supplemental report will be submitted. Manufacturer internal reference number: comp-(B)(4).

Event description:
Office reported the arm of a silent nite gl hinge broke off. Based on the device received on 01/30/25, the hinge is detached from tray. No date provided when the patient stopped using the device and the event date is unknown.